Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 3 weeks post procedure patient suffered demand ischemia. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly to the device but not related to anti-platelet medication. Cec adjudicated the event a non q-wave mi of unknown vessel, 3rd udmi spontaneous.